Manufacturer narrative:
An event regarding crack/fracture involving a trident trial was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection indicates device was returned in used condition and broken in two pieces. The device color appears faded and is scratched. Examination of the device by the mar engineer determined the observed fracture is consistent with an overload condition. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was confirmed by the visual inspection of the returned device which shows that the device is broken in two pieces. The mar engineer determined the observed fracture is consistent with an overload condition. If additional information will be received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the trident acet window trial 54mm was broken during impaction during surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the trident acet window trial 54mm was broken during impaction during surgery.